Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('radical hysterectomy and a double oophorectomy') and suicide attempt ('suicidal attempt/cutting') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: overdose "overdose." On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and medical cannabis therapy ("I move to the cannabis medical state") and experienced nausea ("chronic nausea"), vomiting ("vomited daily for 2 years"), endometriosis ("endometriosis"), adjustment disorder ("adjustment disorder"), depression ("chronic depression"), anxiety ("anxiety"), suicide attempt (seriousness criterion medically significant) and alcoholism ("alcoholism"). The patient was treated with surgery (radical hysterectomy, oophorectomy, bowel resection). Essure was removed. At the time of the report, the medical device removal, nausea, vomiting, medical cannabis therapy, endometriosis, adjustment disorder, depression, anxiety, suicide attempt and alcoholism outcome was unknown. The reporter considered adjustment disorder, alcoholism, anxiety, depression, endometriosis, medical cannabis therapy, medical device removal, nausea, suicide attempt and vomiting to be related to essure. Concerning the injuries reported in this case, the following ones was confirmed via social media: nausea, vomiting, depression, anxiety, overdose, adjustment disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: events alcoholism, chronic depression, anxiety, adjustment disorder, suicidal attempt, overdose were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('radical hysterctomy and a double oopherectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and medical cannabis therapy ("I move to the cannabis medical state") and experienced nausea ("chronic nausea"), vomiting ("vomited daily for 2 years") and endometriosis ("endometriosis"). The patient was treated with surgery (radical hysterctomy, oopherectomy, bowel resection). Essure was removed. At the time of the report, the medical device removal, nausea, vomiting, medical cannabis therapy and endometriosis outcome was unknown. The reporter considered endometriosis, medical cannabis therapy, medical device removal, nausea and vomiting to be related to essure. Concerning the injuries reported in this case, the following ones was confirmed via social media: nausea, vomiting. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: case become serious incident, events: hysterectomy and endometriosis added. Reporter added. On 23-mar-2020: social media content received: reporter added. Fu 2 and 3 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.